Event description:
It was reported that there was high impedance and high thresholds. On fluoroscopy it appeared that although the lead was still in the atrium it had apparently fallen. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2003. (B)(4).